Manufacturer narrative:
Although requested, the electronic log files from the device have not been returned. The investigation is ongoing, and the cause of the event is not known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
A professional customer reported that during a helicopter rescue, the device was positioned up against the bulkhead of the helicopter and it began beeping and flashing its warning indicator. It was further reported that the male patient was not resuscitated. No further event or patient details are known.